Manufacturer narrative:
Additional procode = dro. The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty relay on the processor/bridge/pace board. The processor/bridge/pace board was replaced to remedy the reported problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.